Event description:
Boston scientific received information that during a follow up visit, a falsely stored ventricular tachycardia episode was revealed, due to noise from this right ventricular lead. In addition, the noise caused oversensing with pacing inhibition greater than two paced beats. The device was programmed from 2.5mv to 3.0mv, resolving the issue. No additional adverse patient effects were noted. Approximately 4 years later, the device and lead were removed and returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the lead was returned severed and only the proximal portion of the lead was returned. The conductor coils were stretched and the insulation ends at 261mm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits indicating that this portion of the lead was not fractured.